Event description:
Doctor was going in to revise the rv lead but accidently unscrewed this ra lead. Then was unable to get the stylet down the lead to reattach. Explanted and replaced this lead. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed a bent inner coil 2 cm proximal to the lead tip, which is assumed to be the root cause of the observed blockage during the stylet insertion. This deformation most likely resulted from the surgery due to mechanical stress. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.